Manufacturer narrative:
The investigation was completed, no device or logs were returned. The cause of the issue was not determined since product was not returned. Used beyond design life. As noted in the impella IFU: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
Japan complainant reported that a patient was on impella cp smart assist support when a pump stop occurred. The patient has been on support for 14 days. The cp was removed but not replaced. Patient is stable post explant.